Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: a video was provided confirming the reported error code shown for patient side. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler which displayed an error message (e17, "pump 2 uses too much power"). It was tried to restart the unit several times and error continued to be shown. The event occurred out of procedure.there was no patient involvement.